Manufacturer narrative:
The event of failure to interrogate was confirmed by analysis. The loss of communication was due to low battery voltage and the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a li cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. Additionally, a review of the device session records revealed a battery performance alert (bpa) was delivered prior to explant.

Event description:
It was reported that the device was unable to be interrogated via inductive telemetry. The device was explanted and replaced to resolve the event and the patient was in stable condition.